Event description:
It was reported the lead was broken. The lead was replaced on the date of this report and the patient felt good after the procedure. No further information was reported. A follow up report will be sent if additional information is received. The implantable neurostimulator was replaced at the same time due to issues experienced during the procedure. Refer to manufacturer report #3004209178-2015-07650.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 3093-28 lot# unknown explanted: (B)(6)2015 product type lead product ID 3093-28 lot# unknown implanted: (B)(6)2011 explanted: (B)(6)2015 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that during a study index procedure (old right stimulator replacement) it was discovered that the old right lead was damaged (lead fracture). As the procedure was done under local anesthesia on (B)(6)2015, it was not possible to change the old lead during the study index procedure. Factors that may have led or contributed to the issue remain unknown. Actions/interventions taken was a lead replacement done on (B)(6)2015. The issue was resolved on (B)(6)2015. It was reported that the investigator assessed the device deficiency as related to the lead. Relevant medical history includes urinary incontinence due to immaturity since 2000. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3093-28, lot# unknown, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported there were no falls or traumas that caused the lead fracture. The lead was implanted in 2000. No further information was reported.